Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's father was advised to use the smart device's (B)(6) settings to forget all other (B)(6) devices, disable then re-enable bluetooth and swipe kill all background applications, which was unsuccessful. Patient's father was then advised to disable then re-enable (B)(6), remove and reinstall g5 application, and manually pair transmitter, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 02/05/2016 and could confirm the reported loss of connection. No additional patient or event information is available.